Manufacturer narrative:
The delivery accuracy test was performed to attempt to duplicate the reported issue of the device delivering volume exceeding 21 ml. The reported issue was not duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a no problem found by the field service engineer (fse). Initial reporter phone: (B)(6)

Event description:
It was reported that, on an unknown date, a plum 360 failed the volume accuracy during preventative maintenance testing (pvt). The volume was reported to have exceeded 21 ml. There was no patient involved and no patient harm. No additional information is available at this time.